Event description:
It was reported that the customer received no delivery alarms when she was filling her tubing. She went through two infusion sets. The customer's belt clip broke as well. Her blood glucose level ranged from 340 mg/dl to 400 mg/dl. For four days the customer did not receive insulin. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.